Event description:
It was reported that (1) device was used during a total gastrectomy. It was reported by the affiliate that the cdh25 instrument anvil detached again and again after it was attached to the anvil shaft, while the surgeon tried to close the instrument. The tissue was excised and re-anastomosis with a new stapler to complete the case.